Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 0.5ml bd insulin syringe. Customer reported cannula through shield before use. The returned syringe was examined, and it was observed that the cannula was pierced through the cannula shield. Unable to perform a DHR review due to an unknown lot number. After visual inspection of the photo sample, we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding. H3 other text : see h.10

Event description:
It was reported that the syringe 0.5ml 29ga 1/2in 7bag experienced the cannula piercing through the shield, (in polybag), which was noted prior to use. The following information was provided by the initial reporter: cannula through shield before use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 29ga 1/2 in 7bag experienced the cannula piercing through the shield, (in polybag), which was noted prior to use. The following information was provided by the initial reporter: cannula through shield before use.